Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned product identified no damage to the device. Function check was conforming and the device works as intended. Device history record was reviewed and no discrepancies were found. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the clear sleeve couldn't move. An alternative product was used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.